Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported the patient developed an infection 10 months after surgery took place. No other information is known at this time.